Event description:
It was reported that the patient presented to the clinic for a routine follow-up on (B)(6) 2021. During interrogation, it was noted that there were non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD) due to post paced t wave over-sensing. The physician reprogrammed the device. There were no adverse consequences to the patient.

Manufacturer narrative:
Correction - b5- should have added post paced t wave over-sensing as the cause for non sustained right ventricular over-sensing.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up on (B)(6) 2021. During interrogation, it was noted that there were non-sustained right ventricular oversensing (nsrvo) alert on the implantable cardioverter defibrillator (ICD) due to over-sensing. The physician reprogrammed the device. There were no adverse consequences to the patient.